Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The f-38 alarm was identified during visual inspection. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.